Event description:
Synergy china registry. It was reported that coronary atherosclerotic cardiopathy occurred. In (B)(6) 2022, the subject presented with unstable angina and the index procedure was performed on the same day. The target lesion was located in the 1st diagonal with 90% stenosis and was 17mm long, with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of 2.50mm x 20mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Ten days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with coronary atherosclerotic cardiopathy. The subject was hospitalized for further evaluation and medication was given to treat the event. At the time of reporting the outcome of the event was recovering/resolving. The subject was discharged on aspirin and clopidogrel. It was further reported that in (B)(6) 2023, no medication/action was taken to treat the event as previously reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
Synergy china registry. It was reported that coronary atherosclerotic cardiopathy occurred. In (B)(6) 2022, the subject presented with unstable angina and the index procedure was performed on the same day. The target lesion was located in the 1st diagonal with 90% stenosis and was 17mm long, with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of 2.50mm x 20mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Ten days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with coronary atherosclerotic cardiopathy. The subject was hospitalized for further evaluation and medication was given to treat the event. At the time of reporting the outcome of the event was recovering/resolving. The subject was discharged on aspirin and clopidogrel.